Event description:
Trial patient being constipated in the beginning of their evaluation and believed that it was due their pain pills. Patient advised to consult with doctor for more information. There were no complications or that no further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the sacral nerve stimulation (sns) was removed on (B)(6) 2017 for infection. The patient¿s diagnosis was fecal incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.